Event description:
It was reported to philips that the device failed the battery calibration. There was no patient involvement. The field service engineer evaluated the device and traced the failure to the battery. Based on the information available and the testing conducted found the cause to the reported problem was a battery failure. The reported problem was confirmed. Based on the information available and results no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance management process. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced and device passed testing. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.